Event description:
A report was received that the patient underwent a revision procedure with an unknown reason.

Manufacturer narrative:
(B)(6) 2014 additional information was received that the patient underwent a revision procedure to relocate the ipg as the pocket site was uncomfortable. Nothing was replaced. The patient was doing well postoperatively. This is a duplicate event of MFR report #: 3006630150-2014-01751.

Manufacturer narrative:
Device expiration date: ni.

Event description:
A report was received that the patient underwent a revision procedure with an unknown reason.